Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported an incomplete side cut at 70 degrees in the right eye. The surgeon used a sinskey spatula to complete the side cut and the procedure was completed with no patient harm. Additional information received states that the patient has diffuse lamellar keratitis under the flap. The ophthalmologist opened and cleaned under the flap and used eye drops.

Manufacturer narrative:
The company representative (cr) went on site and evaluated the system. No system issues were found that could contribute to the reported event. As proactive measures, the cr cleaned the mirrors on the system. In addition to system issues, contributing factors such as patient movement, patient anatomy, and docking of the system to the patient could have contributed to the reported event. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).